Event description:
It was reported that the syringe pump module failed to occlude and did not deliver the appropriate amount of albumin. The intended volume to be infused was 100ml, however it was noted that only 20ml infused. The customer also noted that no alarm went off. There was patient involvement but no harm. It was later noted that the clamp was engaged on the extension set mp5301-c between the primary tubing 2420-0007 and the vascular access device. It has happened on both peripheral and central lines. Both have the mp5301-c connected.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that pump failed to occlude and did not deliver the appropriate amount of albumin could not be confirmed or replicated during this investigation. The returned devices were fully evaluated, and no anomalies were observed during the physical inspection and laboratory testing. Laboratory test results performed on the returned devices confirmed the pump module to be within specification for rate accuracy, and occlusion detection was operating as intended. The pump module logs were downloaded to ascertain event details associated to the reported complaint. A review of pump module and pcu error logs showed no errors related to the reported incident date. On (B)(6) 2025, at 10:47 am, the first infusion of albumin was performed the day of the reported event with a rate of 100ml/h and vtbi (volume to be infused) of 85ml. The profile in use was identified as ¿onc and amb infusion¿. At 11:44 am the infusion was completed with a pvi (primary volume infused) of 85.022ml, then a new infusion was programmed with the same drug parameters with a rate of 100ml/h and a vtbi of 15ml. Between 11:52 am to 1:34 pm eight (8) infusions with durations of less than 60 minutes were recorded with no errors or malfunctions observed. At 2:20 pm a 60 min infusion was paused with a pvi of 340.277ml, the pump was silenced two (2) times, then, the volume infused was cleared and the infusion was restarted. Immediately the pump alarmed occluded patient side, and the infusion was restarted again. At 2:41 pm the infusion was completed with a pvi of 24.067ml, then, a new infusion with a rate of 100ml/h and a vtbi of 100ml was programmed. At 2:55 pm the rate of the infusion was changed to 300ml/h. At 3:04 pm the pump alarmed air in line with a pvi of 90.365ml, then, the pump module was powered off. No further infusions with the suspect device were performed the day of the reported event. Per the bd alaris¿ system with guardrails user manual (v12.3.1) states: the optimal occlusion alarm limit setting achieves a balance between the risk of false alarms and timely response to occlusions. To avoid interruptions in therapy, the limit should be set at a value higher than the expected actual working pressure, which will allow normal events such as patient movement and titrations to occur without alarms. Ensure that the fluid path is free of kinks or obstruction and all clamps are open. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature the device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: devices were disassembled for investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported ¿pump failed to occlude and did not deliver the appropriate amount of albumin¿ was not identified. No issues were observed with the received pump modules during the review of the logs and testing process.

Event description:
It was reported that the syringe pump module failed to occlude and did not deliver the appropriate amount of albumin. The intended volume to be infused was 100ml, however it was noted that only 20ml infused. The customer also noted that no alarm went off. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump module failed to occlude and did not deliver the appropriate amount of albumin. The intended volume to be infused was 100ml, however it was noted that only 20ml infused. The customer also noted that no alarm went off. There was patient involvement but no harm. It was later noted that the clamp was engaged on the extension set mp5301-c between the primary tubing 2420-0007 and the vascular access device. It has happened on both peripheral and central lines. Both have the mp5301-c connected.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.